Event description:
The hcp reported a "significant volume discrepancy." The expected volume was 2.5ml and the actual was approximately 15ml. A follow up report will be sent when additional information is received.